Event description:
It was reported that "about two months ago" a patient's implantable neurostimulator (ins) "turned off somehow". The health care provider (hcp) reprogramed the ins by "re-doing" everything and "re-setting the internal clock". The exact issue with the ins was unknown. It was stated that after re-setting the ins the patient "has not had any problems since". No further information about this event was reported. If more information is received, a follow up report will be sent.

Event description:
When contacted for follow up information, the healthcare professional (hcp) could not recall the patient or event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).